Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right atrial lead, exhibited a cardiac tamponade the evening following implant. An x-ray image confirmed the lead tip perforated the atrial appendage. The lead has been surgically explanted and the associated system programmed to vvi. The explanted lead was discarded and it has been reported that the lead had been implanted in the thinnest part of the atrial appendage.